Event description:
It was reported that an ilet displayed alert 32 indicating delivery motor communication and the alert persisted after a restart, and the user could not perform a rewind; a replacement ilet was arranged and the original will be returned. Symptoms included no reported clinical effects. Outcomes included no impact on healthcare utilization. Investigation included agent verification of the alert and basic troubleshooting by restarting the device. Investigation of this case revealed a suspected delivery motor communication malfunction consistent with a device technical issue affecting the pump¿s delivery mechanism. It was concluded, based on previously established findings for similar reports, that the cause was a device component malfunction of the delivery motor communication system. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.